Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Report was mailed to the FDA on: 05/09/2007. Additional info was requested on 04/10/2007, 04/12/2007, and 04/26/2007 by email, mail, phone, and fax. Additional info was provided by email 04/10/2007. A completed questionaire has not been returned.

Event description:
A surgeon reports, that following bilateral intaocular lens (iol) implant surgery, a pt reported night glare and halos in addition to marginal near vision. First eye: MDR # 1119421-2007-00176. Second eye: MDR# 1119421-2007-00177.